Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dermatomyositis ("dermatomyositis") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included joint pain and swelling nos. Previously administered products included for an unreported indication: vistaril. Concurrent conditions included uterine fibroids, bladder wall thickening, anxiety, depression, diabetes mellitus and thyroid disorder. Concomitant products included clonazepam, gabapentin (neurontin), hydrocodone, hydroxychloroquine phosphate (plaquenil), levothyroxine sodium (synthroid), lisinopril, metformin and zolpidem tartrate (ambien). In 2009, the patient had essure inserted. In 2010, the patient experienced dermatomyositis (seriousness criterion medically significant), menstruation irregular ("irregular periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysuria ("have a hard time peeing"), nausea ("nausea"), mouth haemorrhage ("mouth bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), mouth swelling ("mouth swollen") and feeding disorder ("couldn't eat"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("loss of sexual drive"). The patient was treated with estrogen nos (estrogen) and surgery (supracervical hysterectomy (uterus only)). Essure was removed in 2013. At the time of the report, the pelvic pain had not resolved, the dermatomyositis, loss of libido, female sexual dysfunction, nausea, mouth haemorrhage, dyspareunia, weight increased, mouth swelling and feeding disorder outcome was unknown, the dysmenorrhoea and fatigue was resolving and the alopecia had resolved. The reporter considered alopecia, dermatomyositis, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeding disorder, female sexual dysfunction, loss of libido, menstruation irregular, mouth haemorrhage, mouth swelling, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event loss of sexual drive, apareunia (inability to have sexual intercourse), dermatomyositis, have a hard time peeing, nausea, mouth bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, mouth swollen, couldn't eat were added. Reporter, patient information, concomitant condition were added. Treatment, historical and concomitant medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included irregular periods, joint pain and swelling nos. Concurrent conditions included dermatomyositis, uterine fibroids and bladder wall thickening. Concomitant products included clonazepam, hydrocodone, lisinopril and metformin. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular periods"). The patient was treated with surgery (plantiff had surgery to remove the essure implant in 2010.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received: reporter, concomitant disease, historical condition and events (irregular periods and essure confirmation test not conducted) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant in 2010.). Essure was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.